Event description:
The nurse opened the outer plastic package of defibrillator/pacing electrodes. She was unable to open the inner package. Scissors were used to open the package. The nurse had to cut around the machine cable that protrudes from the inner package. No patient adverse event resulted. The package is stored in temperature controlled storage rooms maintained at normal room temperature. Biomed took an unopened package and opened it. The same problem was encountered and there was difficulty getting the electrodes out of the package. However, another biomed from another facility attempted to open the package. He intuitively opened the package correctly. He just tore the tab all the way across the package despite the cable protruding through the tab. We believe that this is poorly designed packaging that should be changed and the manufacturer should emphasize proper instructions for opening the packaging.manufacturer response (as per reporter) for pacer defibrillation pad (pre-connect), medi-trace cadence pcmanufacturer requested defective product to be returned. Since that product had already been discarded, we area sending sample of what is believed to be the same lot number.